Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced halos and light sensitivity. The patient also reported seeing rings and an inability to read. The iol was exchanged in a secondary procedure. Additional information was provided by the facility administrator, that in the surgeon's opinion, the cause or what contributed to the event was patient personality, no apparent explanation as the keratometry was beautiful and the refractive outcome was excellent. The patient did experience intolerable glare. There was no patient harm. The iol was exchanged in a secondary procedure for a monofocal iol from a different manufacturer.